Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The issue was resolved by the time of the call by changing the cartridge and infusion set and therefore no troubleshooting could be performed. Customer's blood glucose level was 216-253 mg/dl.